Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that there was a "malfunction" lead replacement. There was no mention of the implantable neurostimulator (ins); it was just a lead replacement.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient first started experiencing the lead issue in (B)(6) 2015. The hcp clarified that the lead malfunction was lead erosion into the lumen of the stomach. The symptoms related to the issue included increased nausea and vomiting. Troubleshooting performed related to the issue included interrogation with increased impedances noticed, then "egd". The cause of the lead malfunction was the erosion into the lumen of the stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.